Manufacturer narrative:
(B)(6). Sample was received for evaluation. Images were taken of the ¿as received¿ valve and are attached. The position of the cam when valve was received was 30mmh2o. The valve was visually inspected: a clear liquid was noted inside the valve. The valve was hydrated. The valve was tested for programming and passed the test. The valve was flushed and passed the test no occlusion was noted. The valve was leak tested and no leaks were noted. The catheter was irrigated, and no occlusion were noted. The valve was reflux tested and passed the test. The siphon guard was tested and passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested and passed the test. No root cause could be determined for the valve; as no functional problem was noted with the valve. A review of the history device records was not possible as the lot number is unknown. Based on the results of the investigation, the reported issue is not confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that a hakim valve (ID ns9008) was implanted via lp on (B)(6) 2019. The initial setting was 80mmh2o. While the patient being under monitoring, x-ray images confirmed a subdural hygroma. The surgeon attempted to change the setting by using the programmer, however, the setting did not change. Therefore neodymium was used but the setting could not be changed. So, a revision surgery was performed on (B)(6) 2019. The setting of the removed valve was 60mmh2o. The new valve setting is 200mmh2o and the patient is under monitoring. The patient is an (B)(6) male, whose initial is (B)(6). The valve was implanted due to idiopathic normal pressure hydrocephalus. The level of csf protein is 47.5mg/dl, which is within the range. There was a possibility that blood and debris contaminated into the spinal fluid. No further information was provided by the hospital.